Event description:
The info initially provided by the local distributor indicates: hospital name: hospital clinic (B)(6). Surgeon name:(B)(6). Pt diagnosis: tibia's deformity. Date of surgery: (B)(6) 2013. Surgery description: the surgeon made an osteotomy and put a pediatric external fixator. Pt info: (B)(6) yrs old, (B)(6) kg. Planned treatment: three months of lengthening, 1mm per day distraction unit get broken when the pt's father was making the distraction with the allen key. Date of device failure: (B)(6) 2013. Date of replacement: (B)(6) 2013. Date of replacement: (B)(6) 2013. No adverse effects to pt, an add'l surgery was not required. Info on pt current health condition: he was not affected by the accident of the broken distractor. MFR reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been rec'd by orthofix srl. Unfortunately, also the device batch number have not been made available and therefore, it was not possible to perform the verification of the historical data. Technical eval: the device involved in this event has not yet been rec'd by orthofix srl. The technical eval will be performed as soon as the device becomes available. MFR eval: the info available on the case was sent to our medical evaluator. A preliminary medical eval is currently ongoing and will be finalized once the results of the technical eval will be available. MFR comments: orthofix srl has requested further info on the event such as copies of the operative report and copies of the pre and post-operative x-rays and device availability for the technical eval. As soon as further info will be available, orthofix srl will provide you with a f/u report. Orthofix srl continues monitoring the devices on the market.